Event description:
The lay user / patient contacted lfs, alleging that their one touch ultrasmart meter would not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent the patient a letter to obtain more information. The patient mentioned that in 2009, she was experiencing a headache and at noon, the patient attempted to test, and the meter would not power on. The patient ate some food and/or drink after attempting to use the meter. The patient reportedly went to the ER around 2:10 pm, and was tested on the ER's meter and obtained a 63 mg/dl and was treated with oral glucose. It is unknown why the patient went to the ER at that time. It is also unknown to whether her symptoms progressively have gotten worse for her to seek medical attention. The meter is not a new product (out of box). The patient was using the correct vial of test strips. The meter powered on by pressing the power button. The issue was not resolved and the patient's meter was replaced. No further information was provided. It would have been helpful to know why the patient went to the ER, whether her symptoms had gotten worse for her to go to the ER and whether she continued to take her diabetes medication. It would have also been helpful to know how long she was in the ER and what her reading was prior to being discharged. The complaint is being reported since the patient reportedly was unable to test her blood glucose and had to seek medical attention in the ER and, was treated with oral glucose for a blood glucose reading of 63 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.